Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer's insulin pump had a drive motor anomaly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. Unable to prime during prime alarm test due to faulty force sensor. The insulin pump passed basic occlusion and displacement test. However, noisy motor was noted during testing due to faulty motor. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly.